Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on an open total knee arthroplasty, on closing the joint capsule, the knee was popping out, lateral tilt patella, palpable defect superomedial border patella, 1st case was not suspecting suture, had slight residual valgus. The patient was taken back for reoperation to resolve the issue and no suture was seen and there was a noted rotation of components. The procedure was completed and no further complications were reported.